Event description:
It was reported to philips that the power cable damaged and needs replacement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ac power cable. The fse sent a quote for the ac power cable to the customer and the customer has not yet responded to confirm the purchase. Once or if the customer approves the purchase, the ac power cable will be replaced to get the device into working order. The device remains at the customer site and no further evaluation is required at this time..